Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported during a lap chole, a grasper broke while grasping the gall bladder. The surgeon retrieved the part without difficulty. No patient harm. No user harm. No lot number available. The customer reported the grasper jaws became separated from the instrument, the grasper jaw was inside the patient's body and was retrieved by another type of grasper, no x-ray was required, all parts of the device are accounted for, the grasper was replaced, and the procedure was completed as planned. When asked, the customer didn't know if the uf would be reporting the event to the FDA. The customer also reported the part would be retained by cox health at this time.